Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation confirmed the device is broken.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.